Event description:
It was reported that the pump took some time to recognize when it was charging. Charging duration varied between one to one and a half hours, depending on the battery level. There was no adverse impact to the customer¿s blood glucose level reported. The customer declined further follow-up, no additional patient or event information was available.